Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was unknown if dianeal and/or therapies were ongoing, but it was reported that manual exchanges were performed during hospitalization. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 4.